Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostomy procedure, the access wire tip from the micropuncture kit detached within the patient. The physician attempted to remove the foreign body but was unsuccessful. Physician was not concerned about migration due to foreign body entrapment within the renal cortex. A new device was used to successfully complete this procedure. The patient tolerated the procedure well.